Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the front panel bent, and missing one small knob cap the tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customers reported problem was duplicated. The electrical wire was broken. For corrective action, the electrical chassis was replaced. The root cause of the reported problem was traced to customer damage/user interface. No previous service history was found. Manufacturing device history record review not required. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the low pressure alarm is alarming regardless of proper pressure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.